Manufacturer narrative:
(B)(4).

Event description:
It was reported that the infusion set was leaking at the headset. The reporter was not sure if the insulin was leaking from her skin or from the connector piece of the headset. The patient's blood glucose was up to 563 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.